Event description:
It was reported that the customer has had issues with high blood glucose levels and diabetic ketoacidosis/keytones for awhile now. Customer's blood glucose level was 314 mg/dl. Customer treated with a manual injection. Customer had symptoms of high blood glucose levels such as feeling thirsty and having a headache. Customer will call back and decided to go to a clinic to get assistance. Customer wasn't sounding well and stated that she will call back later. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.